Event description:
It was reported that during the implant procedure, this single coil right ventricular (rv) lead was fixated into the apical septum where it yielded excellent pacing and good sensing values with no diaphragmatic stimulation at maximum output. Despite repositioning the lead several times, sensing values greater than 3-4mv could not be obtained. The implantable cardioverter defibrillator (ICD) was attached to the rv lead and appropriate function of the lead and device was verified through the device. The device and lead were placed into the pocket and ventricular fibrillation (vf) was induced using the ICD. The device adequately detected vf but failed to defibrillate at a maximum output of 36j. The physician elected to explant the lead and implant a dual coil rv lead. The dual coil lead was successfully implanted with adequate pacing and sensing values. The ICD was again attached to the lead and appropriate function of the lead and device was verified through the device. The device and lead were placed into the pocket and vf was induced using the ICD. Once again, the device adequately detected vf but failed to defibrillate at a maximum output of 36j. The physician elected to explant the ICD and implant an ICD from another manufacturer with good results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dvbb1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).